Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to feeling unwell. When taking the vital signs, it was observed the patient had an episode of sustained ventricular tachycardia (vt), however, the ICD did not deliver any therapy for longer than 30 seconds. The device was then reprogrammed, and a circuit alteration alert and charge time of zero seconds was found related to code 1006, indicative of a high voltage detected on a lead during a device charge. As a result, the ICD was explanted and replaced, and the patient arrhythmia was treated with medication. No additional adverse patient effects were reported. The ICD was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to feeling unwell. When taking the vital signs, it was observed the patient had an episode of sustained ventricular tachycardia (vt), however, the ICD did not deliver any therapy for longer than 30 seconds. The device was then reprogrammed, and a circuit alteration alert and charge time of zero seconds was found related to code 1006, indicative of a high voltage detected on a lead during a device charge. As a result, the ICD was explanted and replaced, and the patient arrhythmia was treated with medication. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.